Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection in a colectomy, the device was able to clamp the tissue but was not able to fire. Surgeon took a suture to complete the procedure. No patient injury.